Event description:
Fmcc staff was informed that on (B)(6) 2012, at 4 am, patient went to the hospital with fever. They found bacteria in his blood. Results showed that the bacteria present in his blood is one coming from the skin. The client suspect that the patient (r.l) infected himself with the needles that goes in his button hole but since we (fmcc) performed a pm on the 2008k at as well as the aquaboss, they reported this issue to us. The patient was hospitalized, stable with fever on antibiotics (cloxacillin). He was discharged from hospital on (B)(6) 2012. No alarms or messages on any of the machines. Water sample from aquaboss has been taken for analysis. The complaint was initially thought to be logged in only as related to the water system, but just as a precautionary measure, it is being logged in as 'possibly' related to the needle and the manufacturer is being informed for any follow up action needed. The sample involved in the event was discarded on the same day.

Manufacturer narrative:
(B)(4). Jmss (the manufacturer) is submitting the report on behalf of (B)(4) (the importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. There was no malfunction on the needle itself. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of jmss product. Based on the information received on this complaint, the patient is supposed to cannulate with blunt needle but instead he cannulated himself with sharp needle. However, this may not be the direct cause of the patient's infection but it has the potential to damage the track wall and cause infection if this practice becomes routine. Also, there is a possibility that if improper scab removal technique is followed, specifically, if the home hemodialysis patient failed to cleanse before scab removal and then failed to cleanse immediately after scab removal which is prior to cannulation, there is a high chance for infection to occur. It is very critical that the home hemodialysis patient must follow proper techniques such as using the correct device and proper site and/or scab cleansing and removal to avoid injury and infection. Jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.